Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 490 mg/dl and she experienced the symptom of vomiting. The patient's mother reported that the patient's blood glucose levels did not drop below 420 mg/dl despite being on the insulin pump. The patient was taken to the hospital and admitted, and treated intravenously with insulin. It was also reported that the patient was in target blood glucose range while on intravenous insulin, but when she was put back on the pump therapy, her blood glucose level rose to 400 mg/dl. The patient was going through puberty, and had contacted her physician regarding the effects puberty was having on her blood glucose levels. Troubleshooting revealed the pump settings were correct, and total basal/bolus doses correctly matched those programmed, the patient's technique was correct, and there were no issues with the infusion set or the infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. Troubleshooting revealed the current basal settings in the pump may not be appropriate for the patient's physical condition and puberty, as evidenced by the patient's elevated blood glucose levels after returning to insulin pump therapy. The pump was found to be accurately delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was hospitalized while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.